Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer has received the chair second hand. The consumer stated, the chair will only move to the right or left. The consumer stated that he also noticed smoke from the left motor area.